Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedances. Impedances were within normal values before and since the increase, impedance stayed at high values. Noise was also observed on electrogram (egm). No pacing inhibition or inappropriate therapy observed. The nurse practitioner turned off therapy. Patient does not require (B)(6) support. The sales representative stated that patient has not had any recent ICD therapy . Lifevest was discussed with sales representative. The rv lead has been explanted at this time. The implantable cardioverter defibrillator was going to be checked to determine if it was working appropriately but remains implanted at this time. No additional adverse patient effects were reported.